Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that it was observed that the product was fractured when the package was opened. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is complete. No additional information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6: component code. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified the juggerknot was returned without any packaging material/components. The luer cap was still attached and the sutures remained in the foam sleeve with the needles. The anchor was off of the distal end of the juggerknot and the nitinol pusher is bent. The molded handle of the device has fractured where the nitinol pusher is bent. Fracture surface artifacts of hackle marks, river lines, and a probable bending hinge suggest the bending overload failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event of fracture is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.